Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the jaws were disengaged but the shaft was intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during to the procedure when the device was opened it was broken and a piece came out. There was no harm caused to the patient.